Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator's vibratory notifier would not activate during testing. It was noted that the patient underwent an MRI in (B)(6) 2017 which possibly caused damage to that feature. No intervention was reported. The patient was stable and will continue to be monitored.